Manufacturer narrative:
A ge service rep performed an onsite investigation. All circuit boards and connectors were reseated and all power supplies were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed generator interface error messages that resulted in a system lock-up. There is no report of pt injury.